Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown znn nail; item number: unknown; lot number: unknown. G2: foreign - event occurred in india. G2: literature - om prakash yadav, pandiyan. L., d. Thulasi raman (2025). Outcome comparison of trochanteric fractures treated with cephalomedullary nails. Vol 15, issue 4, pages 484-488. Doi: 10.70034/ijmedph.2025.4.87. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from india. The purpose of the study was to assess the outcome of pertrochanteric fractures treated with cephalomedullary nails. The study reviewed 38 patients between january 2014 to october 2015. Procedures were performed on a fracture table performing an open reduction internal fixation using the znn nail (zimmer natural nail) with screw fixation. Quality of reduction and implant positions were confirmed by fluoroscopic images. The study population had a mean age of 67 years at time of surgery (range, 20-87); there were 19 males/19 females. Follow-up was conducted at an average of 24 months. It was reported through a journal article that one patient experienced screw penetration approximately 6 months post-implantation and underwent revision to a shorter lag screw. The event was identified at follow-up after open reduction internal fixation of a pertrochanteric fracture using a cephalomedullary nail with screw fixation. The patient was reported to be doing well at approximately 2 years of follow-up. Attempts have been made and no further information has been provided.